Manufacturer narrative:
(B)(4). The sample is reported to be available, but has not yet been received by the manufacturer. A review of the device history record is in-progress. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. (B)(4).

Event description:
It was reported that after four months of use, the balloon was not able to be deflated. The tubing was cut in an attempt to drain the water. The distal portion of the tubing remained behind in the stomach. There was no reported injury. A new tube was placed without incident. No additional information has been provided at this time.

Manufacturer narrative:
Sample was not returned for evaluation. No root cause could be determined. The device history record for aa5012f10 was reviewed and the product was produced according to product specifications. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).